Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this patient presented to the hospital after a fall. Upon interrogation of this pacemaker, it was found to be in safety mode. This device was explanted and is expected to be returned to boston scientific for investigation. A new pacemaker was successfully placed.

Event description:
It was reported that this patient presented to the hospital after a fall. Upon interrogation of this pacemaker, it was found to be in safety mode. This device was explanted and is expected to be returned to boston scientific for investigation. A new pacemaker was successfully placed.